Event description:
Bilateral breast augmentation in 4/77 using co silicone gel breast implants. In 1983, pt had developed contracture and pain which was treated with closed capsulotomy, a mass was noted in the left breast. This was found to be a brast cancer. The pt had removal of the implant and total mastectomy of the left side followed by radiation therapy postoperatively. At the present time, the pt also has frequent sore throats and swollen glands and is quite concerned about being able to moniotr for cancer surveillance in the right breast. As a result of myalgias in the back which may be associated with implants, the capsular contracture with pain as well as a xeromammogram showing that this implant is most likely ruptured, it is medically necessary to remove this implant.